Event description:
It was reported that this right ventricular (rv) lead was surgically explanted, due to dislodgement, resulting in exhibiting loss of capture, and high, out of range pacing impedance. The physician reported that the rv lead dislodged shortly after implant. On (B)(6) 2022, during a routine device revision procedure the physician attempted to remove the rv lead. The rv lead broke, and the procedure was aborted. On (B)(6) 2022, the rv lead was removed with laser and snaring tool. A new rv lead was successfully implanted. The rv lead was discarded at the facility and will not be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.